Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A manual test was performed and passed. Data was received for evaluation. However, intermittent audio output cannot be confirmed through data review. The reported event of intermittent audio output was not confirmed. A root cause could not be determined.